Event description:
It was reported while using bd alaris¿ lvp 20d dehp 3ss cv the tubing was damaged and not able to deliver medication. There was no report of patient impact. The following information was provided by the initial reporter: the tubing had a puncture in it at the top of the section of the tubing that is inserted in the pump causing the pump to continually beep. The patient did not get any of the medication and a new dose needed to be ordered.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris¿ lvp 20d dehp 3ss cv the tubing was damaged and not able to deliver medication. There was no report of patient impact. The following information was provided by the initial reporter: the tubing had a puncture in it at the top of the section of the tubing that is inserted in the pump causing the pump to continually beep. The patient did not get any of the medication and a new dose needed to be ordered

Manufacturer narrative:
H6: investigation summary. A complaint of a puncture at the top of the pumping segment causing an alarm was received from the customer. One sample was returned for investigation. Through visual inspection, no damage was noticed on the set. The set was then primed, and a small hole was found at the top of the pumping segment. The customer complaint was confirmed. A device history record review for model 2426-0500, lot number 22013330 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of the defect. The root cause was determined to be misloading into the pump. When the pumping segment is loaded from the bottom to the top it can create these small tears at the top of the segment that leak. H3 other text : see h10.